Manufacturer narrative:
No product will be returned per customer because the product was discarded. Admitting diagnosis: plasmocytic lymphoma. Relevant history: second cycle. Although requested information on race and ethnicity were not provided.

Event description:
It was reported from the oncology unit, during a 24 hour etoposide 100mg/doxorubicin 20mg/vincristine 0.4mg in 250ml normal saline infusion, the filter tubing set leaked on the bedding after 22 hours. The event occurred on the second day of a 4 day cycle. Upon inspection, the leak appeared to be coming from the "pinholes" on the side of the filter. The bag and tubing set were changed about every 22 hours. There was no patient harm.